Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm shunt. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during fifth inflation around 20-22 atmospheres for 30seconds, the balloon ruptured. The device was removed, and a pinhole was noted. The procedure was completed with another mustang balloon catheter. No patient injuries reported, and the patient condition was good post-procedure.